Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch will be submitted upon completion.

Event description:
A pt reported an event of blood loss occurring on (B)(6) 2015 of a fellow pt due to the machine 'clogging'. There was no indication of a serious injury, malfunction or medical intervention. Facility follow up was performed which reported the pt 'clotted' on (B)(6 )2015. He had a newer catheter. The pt was started on heparin and has not clotted since that day. The dialyser was discarded. No lot number was reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date an investigation of the lots delivered to the customer for the product in the three months prior to the event were reviewed and a lot number was not able to be determined. Review of the batch production record for each dialyzer lot number delivered to the facility three months prior to the complaint date did not reveal a probable cause for the compliant. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process in addition, the batch record review confirmed the labeling, material, and process controls were within specification.